Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter stuck in the stent occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, after a non-bsc stent was placed, intravascular ultrasound was performed using the opticross¿ imaging catheter. However, when the opticross¿ imaging catheter was pulled out after returning back the transducer, the guidewire exit port was stuck in the middle of the non-bsc stent and could not be removed. The physician cut the shaft of the opticross¿, removed the drive cable from the opticross¿ then inserted an unknown guidewire and the stuck was resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient had no injury.

Manufacturer narrative:
Lot number corrected from 20792958 to 20900992. Device expiration date corrected from 20-jun-2018 to 18-jul-2018. Device manufactured date corrected from 21-jun-2017 to 19-jul-2017. Device evaluated by MFR.? Eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device returned had the telescope assembly detached from the hub. A portion of the telescope was not returned for analysis, additionally, the proximal strain relief was detached from hub housing flange (the proximal strain relief was not returned with the device). A damage was observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter stuck in the stent occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, after a non-bsc stent was placed, intravascular ultrasound was performed using the opticross¿ imaging catheter. However, when the opticross¿ imaging catheter was pulled out after returning back the transducer, the guidewire exit port was stuck in the middle of the non-bsc stent and could not be removed. The physician cut the shaft of the opticross¿, removed the drive cable from the opticross¿ then inserted an unknown guidewire and the stuck was resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient had no injury.